Event description:
Patient called stating she had her primary right hip implant on (B)(6) 2005. On or about (B)(6) 2008 started experiencing pain. On (B)(6) 2013 patient had a revision due to dislocation. Patient informed me today that she is having a revision due to pain and dislocation.

Manufacturer narrative:
Implant date - the device information was corrected to unknown. Manufacturing date expiration date and manufacturing dates are unknown as the device information is unknown. An event regarding revision surgery for pain and dislocation involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, functional inspection and material analysis were not performed as no items were returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as the device was not properly identified. -complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating she had her primary right hip implant on (B)(6) 2005. On or about (B)(6) 2008 started experiencing pain. On (B)(6) 2013 patient had a revision due to dislocation. Patient informed me today that she is having a revision due to pain and dislocation.

Manufacturer narrative:
Additional information: additional information identified the device. An event regarding pain involving an accolade stem and ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, functional inspection and material analysis were not performed as no items were returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other similar event for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating she had her primary right hip implant on (B)(6) 2005. On or about (B)(6) 2008 started experiencing pain. On (B)(6) 2013 patient had a revision due to dislocation. Patient informed me today that she is having a revision due to pain and dislocation.